Event description:
It was reported by service report that there was no power to the bed due to a short in the gatch motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.